Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty mixing pump. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they brought arctic sun device to the shop for alarm 113 (reduced water temperature control) and stated it needed a mixing pump. They had done no testing to verify this. Asked them to email the data files and they could go from there. Per biomed via phone on 23jul2024, customer states that they had ordered the mixing pump and in the process of replacing it. Once the pump was replaced, the device will be returned to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they brought arctic sun device to the shop for alarm 113 (reduced water temperature control) and stated it needed a mixing pump. They had done no testing to verify this. Asked them to email the data files and they could go from there.